Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead was unpackaged and flushed with saline. The lead was placed in the patient and the pacing system analyzer measurement could not be obtained due to noise. A possible air-block was suspected, and additional psa measurements also could not be obtained. A lead anomaly was suspected and the lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.